Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion in the om. During the procedure the stent dislodged from balloon.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has not dislodged, but is displaced by about 85 mm in proximal direction. The stent is not deformed or damaged. Microscopic analysis of the exposed balloon surface revealed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.